Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a wedge resection, at the second firing, the device did not fire at all. The device did not cut the tissue, and the staples were not able to hit in. The procedure was completed with another device. There was no patient harm.